Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br there was missing additive. This event occurred 65 times. The following information was provided by the initial reporter. The customer stated: "there is a significant increase in the number of samples with the presence of fibrins in the specific sector where ionized calcium exams are performed. Another point is the increase in the number of cases of opening the stoppers the analyst opens the tubes for the examination and closes them right away and puts them in a paper box. Even with no change in the cap reinsertion procedure, the caps "jump" from the tubes and/or do not seal correctly." This complaint is addressing the fibrin issue.